Manufacturer narrative:
(B)(4). Report source: foriegn- canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03602, 0001822565-2022-03603, 0001822565-2022-03604, 0001822565-2022-03605, 0001822565-2022-03606, 0001822565-2022-03607 and 0001822565-2022-03608.

Event description:
It was reported that the instrument is missing the bearings. It was noted that most of the instruments went through the ultrasonic process. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unable to review product as it wasn't returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found them to exhibit signs of repeated use and have one or both of the ball bearing components disassembled / missing. The complaint is confirmed. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.